Event description:
Hcp reported catheter replaced due to break with fragment remaining in patient's cerebro spinal fluid. No patient sequela. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.